Event description:
It was reported that an alert for a lead impedance anomaly was observed. During the explant procedure, insulation anomaly was observed. The lead was capped and replaced. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 25.0cm was returned for analysis. External insulation abrasion was noted at 18.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.